Event description:
The customer reported to olympus, the video system settings were not saved. The device was returned for evaluation. During the device evaluation, an error in lamp a occurred due to damage to the lamp was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found lamp a error occurred due to damage to lamp, corrosion of video connector receptacle contacts, and chassis bottom foot area deformation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified; however, it is likely that a faulty lamp a led to the malfunction. Olympus will continue to monitor field performance for this device.